Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the partial lca occlusion cannot be confirmed. In addition to the procedure itself, patient factors (moderate valvular calcification, lca ostium height of 12mm, lcc length of 21.5mm) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, a guidewire was inserted into the left coronary artery (lca) prior to the balloon aortic valvuloplasty (bav). Angiography was performed in parallel with the bav and the lca was visualized. A 29mm sapien 3 valve was then deployed as intended in a final 70:30 aortic/ventricular (a/v) position. Post deployment of the valve, angiography was used to check the lca. ¿something white¿ was observed at the ostium. Intravascular ultrasound (ivus) and tee were then performed and revealed the tip of the left coronary cusp (lcc) was partially occluding the lca ostium. The patient¿s hemodynamics remained stable. A drug-eluting stent (des) was implanted and plain old balloon angioplasty (poba) was performed twice. The procedure was completed and the patient was transferred in stable condition. The native annular diameter measured 25.1mm by tte. The height of the lca ostium measured 12mm by CT and the length of the lcc measured 21.5mm by CT. Moderate valvular calcification and no aortic root calcification was reported.